Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: most distal screw in the distal femur appears backed out and extends lateral to the lateral cortex of the lateral femoral condyle. Remaining screws appear appropriately positioned. There is an incompletely healed fracture of distal femur and medial femoral condyle. Remaining bones and hardware appear intact. Backing of the screws confirmed. No contributing factors are noted radiographically. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). 6 ti-dble screw product indentifcations were reported in conjunction with this event. It is unknown after follow-up attempts which device has migrated. The information for the other screws is as follows: item name: ti-dble lead cort 5.0x60mm scr ia5.0x60mm. Cat#: 14-405060. Lot#: 043360. Expiration date: 9/30/19. Manufacture date: 9/30/29. Item name: ti-dble lead cort 5.0x60mm scr ia5.0x60mm. Cat#: 14-405060. Lot#: 907430. Expiration date: 10/10/19. Manufacture date: 10/10/29. Item name:ti-dble lead cort 5.0x70mm scr ia5.0x70mm. Cat#: 14-405070. Lot#: 423340. Expiration date: 1/27/20. Manufacture date: 1/27/30. Item name:ti-dble lead cort 5.0x34mm scr ia5.0x34mm. Cat#: 14-405034. Lot#: 662780. Expiration date. Manufacture date. Item name: ti-dble lead cort 5.0x34mm scr ia5.0x34mm. Cat#: 14-405034. Lot#: 662780. Expiration date. Manufacture date. Fem nail retro 12mm x 340mm mm x 34cm cat# 14-444334 lot#172100. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient¿s most distal screw was noticed to have backed out of a nail during a patient followup approximately 4 months postimplantation. No further intervention has been reported. Attempts have been made and additional information on the reported event is unavailable at this time.